Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and crack. The blood glucose at the time of the incident was 200 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.